Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. Reportedly, the customer was not performing the air removal technique. There was no reported impact to the customer's blood glucose level. Reportedly, a new cartridge was filled and loaded successfully.